Event description:
Customer reported receiving an error 4 after test strip insertion on their freestyle flash blood glucose monitor. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Although the error 4 was not confirmed during returned product testing, it was identified that the unit of measurement could be changed from mg/dl to mmol/l. Meter is unlocked to mg/dl. Connected meter to pc, and downloaded glucose log, error log, and calibration parameters. Error numbers 0300, 0015, and 0806 were found in the meter internal log. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.